Event description:
The user facility reported a 71-year-old male of unknown race noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced pulsatile bleeding at the impella access site during the transition between the peel-away sheath and repositioning sheath. No bleeding or hematoma was noted following advancement of the repositioning sheath. Approximately, four days later, the pump was noted to be mispositioned in the aorta. As a result of the poor positioning the decision was made to explant the device. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6a and d6b revised from the initial submission in accordance with updated procedures on manufacturer device report 1220648-2024-06076 f6/f8-should have been left blank on manufacturer device report 1220648-2024-06076 g1 reporting contact email revised in accordance with updated procedures on manufacturer device report 1220648-2024-06076. G1 reporting contact fax number missing on manufacturer device report 1220648-2024-06076.